Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) with an elevated blood glucose (bg) of 396mg/dl to a value displayed as "high". The customer administered a manual injection of insulin to address the bg prior to going to the ER. The customer was treated with intravenous fluids of insulin and saline while in the ER. Reportedly, the customer was released approximately 4-5 hours later on (B)(6)2025 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.